Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a no delivery anomaly from the insulin pump. The customer stated that the pump alarmed no delivery and the insulin cannot be delivered. The customer stated that she already tried to change the set 3 times, but the pump still alarmed no delivery. The customer will be sent a replacement pump.